Event description:
Please find attached a summary of the non-quality declaration concerning IV catheters with protective sheath (reference (B)(4); batch 3300060). The incriminated devices are kept in the pharmacy. For over a month now, nurses in pediatric emergency departments have been having difficulty removing the catheter mandrel after pricking a patient. They are then obliged to force it out, which leads to vein dissection, forcing them to prick patients several times.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Additional information in b5 investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received three sealed 22g x 1.0 inch insyte autoguard bc pro units from lot #3300060. Each device was removed from its packaging and inspected before breaking tip adhesion. The first sample was microscopically examined, and the catheter exhibited a malformed tip. The tip of the catheter was uneven and improperly formed. A portion of the leading edge of the catheter tip extended beyond the intended formed edge. It appeared that the needle may have punctured the tubing near the tip, which was likely done due to the poor tip formation. The catheter was able to be removed from the needle and the needle retracted fully when the safety mechanism was activated. The second sample exhibited no damage or defects at the catheter tip. The catheter was able to be removed from the needle and the needle retracted fully when the safety mechanism was activated. The third sample was also microscopically examined, and the leading edge of the catheter appeared to be even. An attempt to push the catheter off the needle revealed adhesion between the catheter tip and the cannula. As instructed in the IFU, the catheter hub was held and an attempt was made to rotate the barrel 360-degrees to loosen the catheter tubing from the needle. The catheter tip remained bonded to the needle. It took two attempts to break the tip adhesion, which allowed the catheter to be rotated around the needle. The needle retracted fully and separated from the IV catheter when the safety mechanism was activated. Your reported issue was confirmed from this sample and the cause appeared to be associated with the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
Could you please confirm are you experiencing a needle retraction failure with these devices. Did the needle fail to retract and that is why the entire device has to be removed and replaced? As for occurrences, you have stated an event date of 04/16/2024, but were there more than one occurrence? If so how many and when? Additional information response : can you confirm that you have a problem with needle retraction with these devices? Yes - the canula has not retracted and this is why the whole device needs to be removed and replaced? Yes - with regard to events, you have indicated an event date of 16/04/2024, but has there been more than one event? If so, how many and when? Yes, there were several events with different catheters during march and april 2024, but we did not record the exact number or date.

Manufacturer narrative:
Correction to e and f code in f tab.

Event description:
No additional information.